Event description:
It was reported that during procedure the 2 small peek implants broke in two. The pieces were potentially unable to be retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke in two. Probable root cause: design dimple retaining feature does not retain implant or retains implant with excessive force. Needle/implant stack up interference. Stack up interference for deployment length/width. Stack up interference for component size/diameter. Stiffener feature distorted and retains implant with excessive force. Inadequate handle assembly design . Inadequate raw material. Needle bend angle too large process. Dimple retaining feature not manufactured to specification. Implant anchor or needle not manufactured to specification. - stiffener not manufactured to specification. Application user not familiar with device use (g11). User excessively bends/kinks the needle (g26). The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. H3 other text : 81.

Event description:
It was reported that during procedure the 2 small peek implants broke in two. The pieces were potentially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.